Event description:
Boston scientific provided the following information: there was noise on both ra and rv leads. Patient had symptoms of dizziness and near syncope. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.